Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: water invasion was believed to have damaged electronic components, causing this incident, as a biopsy channel air leakage and corrosion inside the scope have been confirmed in the affected device. Corrosion of the scope connector also caused e315 error code. Additionally, residual liquid or foreign material came out of the channel tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image did not display properly on the bronchovideoscope. This occurred during inspection for use. There was no patient involvement.